Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during the intraocular lens (iol) implantation surgery, the haptic was damaged during lens loading into the injector. The lens was not implanted and did not come into contact with the patient. A replacement lens was used to complete the procedure.